Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It is unknown if jeti catheter interacted with the previously implanted stent; therefore, a conclusive cause could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat an occluded aortic graft in the iliac artery. The 8fr jeti hydrodynamic thrombectomy catheter passed through the occluded segment two times. Angiography showed the left limb was patent. Balloon angioplasty was performed in two areas of residual stenosis. An angled catheter passed through the aorta to perform the final angiography runs when it was noted the implanted stent had migrated from the left common iliac and was free floating in the aorta. Per the physician, it is unknown if the jeti catheter or the angled catheter caused the stent to dislodge and migrate. No additional information was provided.